Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following device history record (DHR) was reviewed and no discrepancies were found.root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted concomitant medical products: item # unknown/ unknown screwdriver mount/ lot# unknown. Report source: (B)(6).

Event description:
It was reported that during a hip procedure the surgeon was unable to remove one of the screw hole plugs because the hexagonal screw driver mount was damaged. Another cup was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.